Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was performed and showed that 16 no disposable alarms were recorded in history. During analysis, the customer's reported problem regarding "no cassette detected" was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette, the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after power up with a disposable attached. Service will replace the downstream occlusion (dso) sensor to address the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation: a cadd pump was recived with alarms/messages displayed, keypad and labels were intact. No damage observed on the pump. Alarm 16 no disposable alarms recorded in the event log. The customer's reported problem regarding no cassette detected was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after powered up with a disposable attached. The dso will be replaced to address the issue. The cause pf the reported customer condition in unknown. The customer reported condition was confirmed.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump started beeping and the patient changed the batteries, but the pump did not work. Subsequently, the patient switched to back up pump. It was reported no harm to patient.

Event description:
Additional information indicated that the infusion was life sustaining.